Event description:
It was reported that (2) lcsc5 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the blade "locked out" during uses. It was replaced with a second blade which also "locked out". The case was completed with a third blade and the airless handpiece was used in this case. There was no consequence to pt.